Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer experienced high blood glucose of 512 mg/dl. Customer¿s current blood glucose was 300 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with the bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose. The insulin pump will not be returned for analysis.